Event description:
A report was received that during the patient¿s lead pull the physician observed drainage and suspected an infection. The lead was replaced with a new one. Antibiotics were prescribed. The physician believed the infection was procedure related. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2208-70, serial #: (B)(4), description: st linear lead 70cm. Model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm. The explanted lead was not returned to bsn as it was discarded by the medical facility.